Event description:
Per radiology tech. She had set up to begin giving contrast to the patient so they could perform the appropriate x-ray and while the contrast starts going into the syringe to be injected into the patient the "spike" starts having contrast coming out of the side of it. She states this is the 3rd occurrence of this happening with the spike in the kit.